Event description:
It was reported that patient passed away. The cause of death was unknown. The outcome was not considered device or therapy related. An autopsy was not performed. No further information would be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. It was reported that the patient expired. The patient outcome was not considered to be device or therapy related. An autopsy was not performed, and the device was not explanted for evaluation. The account communicated that no additional information will be provided. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. B, is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.